Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter phone number: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was found to ¿get stuck¿ upon several start-ups. The computer was replaced. A microscope and ultrasound calibration were performed as part of the computer replacement. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was found to "get stuck" before getting to the login screen, or logging out of the application. There was no patient present when this issue was observed.

Manufacturer narrative:
Initial reporter updated to proper value.

Manufacturer narrative:
Disregard supplemental report 1 under filling number. Inadvertently filed under MDR 1723170-2018-04778 instead of MDR 1723170-2017-04778.